Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen became illegible and unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin delivery, and technical support arranged shipment of replacement pump.